Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump¿s black box showed loss of prime warnings due to low (non-zero) force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps successfully with no call service alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms. The force sensor calibration was found to be within specification. A loss of prime warning was replicated while the pump language was in (B)(4); ¿pas d¿injection¿ was displayed. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex was intact with the pins seated properly. The complaint of an unusual loss of prime issue was shown in the pump history but was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; alarm no injection all time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.